Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ribbon cable and lanyard were found broken and damaged. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the ribbon cable and lanyard were broken and damaged. A field service engineer powered on the station, identified that no drawers were detected on the bus, isolated the issue to drawer six, and replaced the drawer controller board, then tested the system in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.